Event description:
It was reported the patient was taken back to the operating room for a redo sternotomy and emergent evacuation of tamponade. The patient received 1 unit of red blood cells and 2 additional units of red blood cells on (B)(6) 2021. The patient was discharged on hemodialysis but then recovered renal function.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and the centrimag device could not be conclusively established through this evaluation. The patient was discharged with resolution of the reported adverse events by (B)(6) 2021. The centrimag device has not been returned for evaluation at this time, and no further issues have been reported. The us (united states) centrimag blood pump instructions for use (IFU) lists bleeding, renal dysfunction, and infection as adverse events that may be associated with the centrimag circulatory support system. Additionally, this IFU states that the pump is intended to be used with systemic anticoagulation and anticoagulation levels should be determined by the physician based on risks and benefits to the patient. The centrimag blood pump instructions for use (IFU) lists bleeding, renal dysfunction, and infection as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #21: use of the pump for periods longer than 30 days may result in pump failure, reduced pumping capacity, excessive blood trauma, and/or degradation of blood contact materials (with possible particles passing through the cannulae to the patient), leaks, and increased potential for gaseous emboli. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. The serial number of the device was not provided; however, the reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device serial number was requested but not provided.

Event description:
It was reported that the patient had blood loss due to blood loss anemia from transplant surgery. The patient was transfused with a total of 5 units of fresh frozen plasma, 4 units of cryo, 1 unit of platelets and 7 units of red blood cells on (B)(6) 2021 . The patient's chest was left open due to coagulopathy. The patient was taken back to the operating room the next day for chest closure and conversion of central rvad to peripheral and the patient received an additional 2 units of red blood cells and 2 units of fresh frozen plasma. On (B)(6) 2021 and (B)(6) 2021 the patient was transfused with an additional unit of red blood cells. On (B)(6) 2021 the patient was noted to have had had baseline chronic kidney disease with worsening renal dysfunction post-operatively. The patient became anuric and was started on continuous renal replacement therapy (crrt). The patient was transitioned to sustained low-efficiency dialysis (sled) on (B)(6) 2021 and to hemodialysis on (B)(6) 2021 . The patient was in ongoing, stable condition.